Event description:
Consumer reported complaint for high blood glucose test results. Grandson is calling on behalf of the customer. Customer reported complaint for three meters: additional internal report reference numbers (B)(6) and (B)(6). Results of concern and the customer¿s expected blood glucose test result range were not provided. The customer reported feeling dizzy; medical attention was not needed at the time of the call. Customer stated she had gone to the hospital a month ago due her diabetes and the true metrix air meter not working; customer did not clarify the exact issue with the meter. Customer had been treated with electrolytes. Customer declined to provide further details. Customer was unable to recall which the three meters she was using at the time she went to the hospital. During the call, a back-to-back blood test was not performed by the customer. Customer was unable to provide the test strip lot number. Product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(6). Additional report reference numbers (B)(6) and (B)(6). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: customer had contacted manufacturer on (B)(6) 2025 - customer stated the replacement products resolved the initial concern.